Event description:
It was reported that the right atrial lead dislodged. When removing the lead, the outer insulation was noted to be breached. The lead was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.